Manufacturer narrative:
Internal complaint reference: case-(B)(4) after thorough review by the manufacturer, it was determined that this event, case-(B)(4) (your reference: 1020279-2024-01976), is a duplicate of case-(B)(4) (your reference: 1020279-2022-04259). As a result, we will close case-(B)(4) and consolidate all management activities under case-(B)(4). If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left cori assisted tka was performed on (B)(6) 2022, on (B)(6) 2022 the patient experienced increasing wound dehiscence in the area of the distal surgical scar. On (B)(6) 2022 the patient was hospitalized, and a joint puncture and a secondary suture were performed; resolving the issue the same day. Nevertheless, then, on (B)(6) 2022 a revision surgery was performed to change the journey ii bcs xlpe articular insert size 3 4 left 10mm and a debridement was performed. By (B)(6) 2022 the patient was discharged. Patient's current health status is unknown.